Event description:
The customer initially reported that two 200 micron tfl ball tip single use fibers broke at the tip while inside the scope upon contact with the stone. The setting at the time were start energy - 0.4 joules and start pulse ¿ 10 hertz on dusting setting. A company representative further clarified on behalf of the customer that a rigid ureteroscopy was being performed on a patient, and one of the laser fibers was inserted into the scope to start a therapeutic laser lithotripsy of a stone. After a few pulses of laser energy, the laser emission from the tip of the fiber appeared to stop. It was then discovered that the fiber broke inside the channel of the scope. The fiber was disconnected from the laser and removed from the scope. The broken end of the fiber, which was observed to be around 20 centimeters long, was also retrieved from the scope. The procedure was re-attempted with another laser fiber; however, shortly after the laser was fired, this second fiber also broke inside the channel of the scope. The fiber and the broken part were removed from the scope. The procedure was completed without further incident with a new laser fiber with a larger diameter. The procedure was extended by a few minutes to switch out devices. There was no further patient impact reported due to the event. This event is reported under the following related patient identifiers: (B)(6) - laser fiber 1/2. (B)(6) - laser fiber 2/2. This medwatch report is for patient identifier (B)(6) .

Manufacturer narrative:
The suspect device will be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that the fiber was broken in the midsection and was likely due to the bend radius of the scope, along with mishandling of the fiber. However, the mishandling does not appear to have specifically gone against any documented instructions from the instructions for use (IFU) and thus this does not constitute a user error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct the component code (h6) and provide the device evaluation results. The suspect device was returned to olympus for evaluation in its original packaging with protective tubing, but the fiber was not coiled into the protective tubing. The device was inspected and was confirmed to be a tfl-fbx200bs soltive laser fiber with a lot number of kr246644. The device handle/ connector is intact without any visual defects. The length of the fiber body does not have any visual defects either. The distal end appears used with signs of burn-back. The burn-back likely came after the tip broke off. The tip was not returned and could not be inspected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.